Event description:
It was reported that the 9800 system had no image during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The lemo pin connector was repaired by the customer. The customer cancelled the service call. A follow up report will be filed when add'l details become available.